Manufacturer narrative:
The device has been received for analysis, however, an analysis has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, that a speedband superview super 7 multiple band ligator was used during a banding in the esophagus, performed in 2009. According to the complainant, during the procedure, the handle was rotated, but unable to deploy a band, because the wire was loose. The scope was removed from the patient. The patient was re-scoped and another speedband superview super 7 multiple band ligator was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.